Event description:
It was reported to philips that system did not turn on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system did not turn on. Upon troubleshooting fse found that the electrical panel in the technical room was turned off, which prevented the system from starting up. To resolve the issue, fse activated the electrical panel by pressing the start button, resulting in the equipment powering up as expected. After turning it off and on multiple times, the equipment consistently resumed normal operation each time. The system was returned to use in good working order. The codes were updated based on investigation outcome.